Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing highs and lows. The customer's blood glucose was 243mg/dl. At the time of incident blood glucose was over 400mg/dl, treated with bolus. Customer also experienced low blood glucose of 56mg/dl. During troubleshoot the insulin exited at the quick release and found no leaks. Customer declined to check their settings. The customer was advised to call back when tubing clamps are received to perform high pressure test. The insulin pump passed self-test.